Event description:
Clinical information: crd_837 - trifecta gt pmcf, patient site ID: (B)(4)., r704843701. It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was successfully implanted during an aortic valve replacement. The valve replacement was performed due to calcification noted on three leaflets and annulus of the native aortic valve. On (B)(6)2022, an echocardiogram was performed during a 5-year follow-up visit. There was mild aortic stenosis and the beginning of structural valve deterioration noted, including calcification and decreased leaflet mobility. The patient denied any symptoms of worsening heart failure or edema. A 6-month follow-up transthoracic echocardiogram (tte) was recommended. No action or treatment was required.

Manufacturer narrative:
An event of aortic stenosis and calcification was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient medical history was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter could not be confirmed as the valve was not returned for histopathological examination, however information from the field indicated that calcification was noted to be present on the valve leaflets. This reported calcification could have contributed to the stenosis, however without the return of the valve for histopathological examination, the cause of the reported incident could not be conclusively determined.. There is no indication of a product quality issue with regards to manufacture, design, or labeling.